Event description:
It was reported that there were stroke symptoms. The patient was going to have a MRI and the area to be scanned was the head/brain. The patient was in the emergency room at the time of this report and needed the MRI due to exhibiting stroke symptoms. The patient had gone to the nursing home for rehab following the hospital. It was unknown if the patient¿s condition was related to a problem with implant/therapy. No intervention or outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3387s-40, lot# va05rh5, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va05rh5, implanted: 2013 (B)(6): product type lead product ID 37642, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2013(B)(6): product type extension (B)(4).